Event description:
It was reported on the sah 2b msicu (intensive care unit) that an air-embolus was infused into an adult patient using the alaris lvp (large volume pump) 8100 device. It is unknown how much air was infused into the patient's central line. Customer was not sure if it was a pump malfunction or a nursing issue. "Alarm sounding on alaris pump that there was air in line. Large air bubbles had actually made it all the way through to patient. Unsure how much air infused into patient's central line. Was able to pull some air pack, however. Md informed. Channel pulled and replaced." In discussion with nursing either, vancomycin or norepinephrine was being infused at the time of the error. Air-embolus infused into an adult patient using the alaris lvp device. Customer not sure if it was a pump malfunction or a nursing issue. Current gre configuration in the dataset are what bd-alaris typically recommends (air-in-line accumulation enabled and set to 250 microliters)." There was no reported patient harm.

Manufacturer narrative:
Inspection: pri tubing model: 2420-0007, lot: unknown. The returned used administration set (model: 2420-0007, lot: unknown) was received in good condition. The returned administration set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Lvp sn (B)(6). The device was received in good condition. The instrument seal was intact. Dried fluid observed on the male iui dried fluid observed on the female iui. Dried fluid observed inside door. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts were manufactured by bd. Log analysis results: the customer provided an event date of (B)(6) 2021 at 9:09 am. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, prior to the reported event date, the pcu was powered on at 6:24 am on (B)(6) 2021; same patient and same profile were selected (ail bolus= 250; accumulated air= enabled). On 26 january 2021 at 9:29 pm, the suspect device received a remote IV for a im fluid infusion of drugid=1 at a rate of 100 ml/hr (vtbi= 900 ml). At 9:32 pm, the suspect device alarmed for air in line and was restarted. On (B)(6) 2021 at 12:05 am, the suspect device received a remote IV for an intermittent secondary infusion of drugid= 710 at a rate of 200 ml/hr (vtbi= 100 ml). At 12:35 am, the secondary completed; primary was infusing (rate= 100 ml/hr). At 3:52 am, the suspect device received a remote IV for an intermittent secondary infusion of drugid= 837 at a rate of 66.6667 ml/hr (vtbi= 100 ml). At 5:22 am, the secondary completed; primary was infusing (rate= 100 ml/hr). At 6:06 am, the suspect device received a remote IV for an intermittent secondary infusion of drugid= 710 at a rate of 200 ml/hr (vtbi= 100 ml). At 6:37 am, the secondary completed; primary was infusing (rate= 100 ml/hr). At 8:24 am, the suspect device alarmed for accumulated air in line. At 8:32 am, the device was removed. Test results: pri tubing model: 2420-0007, lot: unknown. Functional testing was performed on the returned administration set. No anomalies were observed. Lvp sn (B)(6). The source pump module¿s air detection system was tested using the air in line threshold test protocol (dir# 10000360032). The pump module¿s air detection system was observed operating in specification. Test method information: 1503-001-002-r air in line threshold test method (dir 10000360032). Device history review: lvp sn (B)(6). A review of the device history record showed the device had a manufacture date of 05/17/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The probable cause of the customer complaint that an air bolus infused into the patient was suspected to be due to the air bolus being too small to trigger a single bolus alarm. The customer¿s complaint of an air bolus infused into the patient was not reproduced during testing. ¿ review of the suspect device event log showed, on the reported event date, the suspect device in use with ail bolus limit=250 and accumulated air enabled. ¿ review of the pcu error log showed no errors were recorded on the reported event date. ¿ review of the pcu event log showed the suspect device successfully completed multiple secondary infusions and was infusing primary infusion of drugid=1 (rate= 100 ml/hr) when the device recorded an alarm for accumulated air. The device was removed from use. ¿ inspection of the suspect device found no anomalies with the ail assembly (manufacture date: march 5, 2018- march 11 2018). ¿ testing performed on the source pump module¿s air detection system found the device detecting air within specification at the 250 single air bolus setting. O at the 250 single air bolus setting, the worst case air bubble size (299) that could pass through the air in line sensor without triggering an alarm could be as large as 1.67 inches in length. O there are smaller single air bolus settings (50, 75) available to the customer. ¿ inspection of the event administration set confirmed small air bolus striping below the pumping segment ¿ testing of the event administration set showed no anomalies ¿ the device was being used for treatment purposes.

Event description:
It was reported on the sah 2b msicu (intensive care unit) that an air-embolus was infused into an adult patient using the alaris lvp (large volume pump) 8100 device. It is unknown how much air was infused into the patient's central line. Customer was not sure if it was a pump malfunction or a nursing issue. "Alarm sounding on alaris pump that there was air in line. Large air bubbles had actually made it all the way through to patient. Unsure how much air infused into patient's central line. Was able to pull some air pack, however. Md informed. Channel pulled and replaced." In discussion with nursing either, vancomycin or norepinephrine was being infused at the time of the error. Air-embolus infused into an adult patient using the alaris lvp device. Customer not sure if it was a pump malfunction or a nursing issue. Current gre configuration in the dataset are what bd-alaris typically recommends (air-in-line accumulation enabled and set to 250 microliters)." There was no reported patient harm.

Manufacturer narrative:
Additional information added to: b5 and change to device code.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported on the sah 2b msicu (critical care unit) that an air-embolus was infused into an adult patient using the alaris lvp (large volume pump) 8100 device. It is unknown how much air was infused into the patient's central line. Customer was not sure if it was a pump malfunction or a nursing issue. There was no reported patient harm.